Event description:
This la lead was implanted on (B)(6) 2016. And was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016, stating that infection was observed. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).